Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On april 22, 2010, the facility representative reported to baxter global technical services one colleague infusion pump in which the device was beeping and had the unit sent down to the engineer and they have taken it apart. The reported condition occurred during patient therapy and therapy was interrupted. The condition occurred in the ob (obstetrics) unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version (B)(4) and will be categorized as a unremediated.

Manufacturer narrative:
The reported condition of the device beeping was confirmed and duplicated. The reported condition is due to a faulty fuse. The fuse was replaced to correct the reported condition. (B)(4).